Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a check patient line alarm, which occurred on the homechoice (hc) during use during drain 3 of 4. The cg stated there was an air bubble. The tsr assisted the cg to restart drain. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the check patient line alarm. The cg stated the home patient (hp) did not see any defects on the supplies and did not have issues with the connections of the lines. The cg stated the hp has been doing therapy fine and did not have any injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for the check patient line alarm was not confirmed due to a lack of sample; the cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.